Event description:
It was reported that iab was inserted via sheath. The iabp began to experience catheter leak alarms. The iab was exchanged and the original iabp was used without any further difficulty. There were no reported patient difficulty. There were no reported patient complications. See 1219856-2005-00085 for first event involving the same patient.